Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal discomfort, abdominal pain lower, dizziness, cystitis, pregnancy test negative, menorrhagia, d & c, c-section, uterine fibroid, endocervicitis, adenomyosis, corpus luteum cyst and paratubal cyst. Previously administered products included for an unreported indication: cipro. Concomitant products included medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In january 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue,"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced dry skin ("rashes or skin conditions type: skin dryness"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with ibuprofen and surgery (abdominal hysterectomy, left salpingooophorectomy,right salpingectomy, lysis of adhesions and endometrial ablation: novasure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, depression, anxiety, urinary tract infection, vaginal haemorrhage, weight increased, dry skin, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered anxiety, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingectomy - on (B)(6) 2010: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: the uterus is suboptimally visualized due to its position to the pelvic cavity. The endometrium + 5mm with bilateral essures noted. By transvaginal ultrasound a 2cm nabothian is noted in the cervical area. Unable to visualize ovaries.. X-ray - on (B)(6) 2010: impression: normal appearing uterus. Findings consistent with successful occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, menorrhagia, dysmenorrhea. Lot number: 20208776, manufacturing date: 2009/08, expiration date: 2012/08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal discomfort, abdominal pain lower, dizziness, cystitis, pregnancy test negative, menorrhagia, d & c, c-section, uterine fibroid, endocervicitis, adenomyosis, corpus luteum cyst and paratubal cyst. Previously administered products included for an unreported indication: cipro. Concomitant products included medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue,"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced dry skin ("rashes or skin conditions type: skin dryness"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with ibuprofen and surgery (abdominal hysterectomy, left salpingooophorectomy,right salpingectomy, lysis of adhesions and endometrial ablation: novasure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, depression, anxiety, urinary tract infection, vaginal haemorrhage, weight increased, dry skin, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered anxiety, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingectomy - on (B)(6) 2010: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: the uterus is suboptimally visualized due to its position to the pelvic cavity. The endometrium + 5mm with bilateral essures noted. By transvaginal ultrasound a 2cm nabothian is noted in the cervical area. Unable to visualize ovaries.. X-ray - on (B)(6) 2010: impression: normal appearing uterus. Findings consistent with successful occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received: " previously reported event physical pain / pain and menorrhagia made medically significant and intervention required due to surgery." Reporter, medical history, essure removal date and historical drug added." We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.